Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump display went blank while programming a bolus and the insulin pump became unresponsive. The patient's blood glucose at the time of incident was 114 mg/dl. The battery icon became empty and a black dot appeared on it; there was also a black circle between where the reservoir and time should be. Troubleshooting was initiated for the blank display. The insulin pump was not bumped or dropped. A replacement battery cap was shipped to the customer but the issue persisted. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act and up arrow buttons dome switch. Inspected on lcd connector and no unlocked connector noted. We were unable to perform the functional test, including the operating currents test, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to button keypad anomaly. No blank display anomaly or missing segments anomaly noted. No damage found on lcd isolation taped noted. No unexpected battery icon anomaly or black dot/circle anomaly noted. The insulin pump had minor scratched display window.